Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -15.00/1.5/130 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023.. On (B)(6) 2024 the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem.

Manufacturer narrative:
Claim# (B)(4).